Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood. The blood glucose reading was 309 mg/dl at the time of admission. Customer stated that she is pregnant and her insulin pump was malfunctioning and it was not delivering the insulin. Nothing further was reported.